Event description:
It was reported a patient experienced peritonitis manifested by pain and cloudy fluid coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on an unknown date for peritonitis. On an unreported date, the patient started treatment with unspecified antibiotics IV and ciprofloxacin orally (dose and frequency not reported) for peritonitis. Treatment was not reported for pain. The patient was still not feeling over the peritonitis as she still experiencing some pain and the fluid was still cloudy. The cause of the peritonitis was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.